Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the rptr: there was a leak noticed in the bowel. The doctor transacted the area and fired another eea w/o any problem.